Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) is underway. The reported problem (resetting) has been confirmed. Upon investigation the battery/modem was resetting. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that battery charger/modem sn (B)(4) was resetting.